Manufacturer narrative:
On (B)(6) 2016 medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2016 to address recurrent instability and a large seroma was noted. Medical records report a dislocation. The patient's stem is reported on (B)(4). Reporting the head on this com, and the rest are competitor components. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device:10 degree arcomxl 32mm liner, 52 regenerex cup event: this was used in conjunction with depuy product in this patient.

Event description:
On (B)(6) 2016 medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2016 to address recurrent instability and a large seroma was noted. Medical records report a dislocation. The patient's stem is reported on com-129582. Reporting the head on this com, and the rest are competitor components.